Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported value irregular, quite higher than usual. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated and passed functional testing. Visual inspection determined the optical detector lens is recessed. During accuracy testing, the unit measured outside of the specification. A zeroing calibration was performed and the following measured value was outside of accuracy specification. The recessed optical detector lens results in co2 measurements outside the accuracy specification.

Event description:
The customer reported value irregular, quite higher than usual. No patient impact or consequences were reported.